Manufacturer narrative:
The following sections have been updated: b4: date of this report d1: brand name d4: catalog number g3: date received by manufacturer g4: PMA/510(k) number g6: checked "follow-up" h2: checked follow-up type h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the implant at tooth site #unk was removed due to infection. Implant became infected failing to integrate. Will allow site to heal traditionally & re attempt in 2-3 weeks.

Manufacturer narrative:
Zimvie complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.